Event description:
It was reported that stent damage post-deployment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified aorto-ostial right coronary artery (rca). A 3.50 x 28mm synergy megatron drug-eluting stent was advanced for treatment. However, after initial deployment of the stent, interaction with the guide catheter caused axial deformation of the stent. As a result, subsequent post inflation ballooning was made difficult. A new wire was placed outside the first row of megatron stent struts and balloons were used in a "crush" technique to create an opening. Then, a new stent was deployed at the ostium rca and the procedure was successful. The patient then underwent angiogram of the target lesion located in the non-tortuous mid to distal right coronary artery. A 2.50mm x 12mm nc emerge was advanced and deployed for treatment. However, during withdrawal, the hypotube broke just proximal to the balloon and remained inside the patient. A new stent was placed to pin the balloon fragment onto another stent to avoid migration. No further patient complications were reported.